Event description:
It was reported by a health care provider (hcp) via a representative the patient had an abnormal impedance measurement on their device. It was also reported the patient was ¿doing fine" and the manufacturer representative was able to program around it. Additional information from the representative on 2013-04-23 reported that the device and patient information was unknown. No further complications were reported.